Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that it was reported that the battery of this implantable device was suspected to be depleting prematurely. The device was not found on a telemetry scan with two separate programmers and interrogation was unsuccessful. A boston scientific technical services consultant recommended magnet application which did not elicit any tones. The device was abandoned and replaced. No additional adverse patient effects were reported.